Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), mental impairment ("brain fog"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and rash ("rashes on cheeks and arms"). The patient was treated with surgery (salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, mental impairment, alopecia, dysgeusia, rash and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dyspareunia, fibromyalgia, menorrhagia, mental impairment, pelvic pain and rash to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including chronic pelvic pain. On (B)(6) 2015, she underwent surgery (salpingectomy) and essure was removed. Chronic pelvic pain is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In may 2011, the patient had essure inserted. In may 2011, the patient experienced menorrhagia ("menorrhagia"). In october 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and vaginal infection ("infection (other)/vaginal infection"). On (B)(6) 2015, the patient experienced rash ("rashes on cheeks and arms"). In may 2015, the patient experienced alopecia ("hair loss"). In february 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (salpingectomy (bilateral),to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had not resolved and the abdominal pain, dyspareunia, metrorrhagia, feeling abnormal, alopecia, dysgeusia, rash, fibromyalgia and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, menorrhagia, metrorrhagia, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event 'she did not undergo essure confirmation test" was added. Outcome for the events pain, vaginal bleeding, menorrhagia and dysmenorrhea were added as not recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and vaginal infection ("infection (other)/vaginal infection"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and rash ("rashes on cheeks and arms"). The patient was treated with surgery (salpingectomy (bilateral),to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, feeling abnormal, alopecia, dysgeusia, rash, fibromyalgia, vaginal haemorrhage, dysmenorrhoea and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, menorrhagia, metrorrhagia, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- reporter information, product information, new events- abnormal bleeding (vaginal), dysmenorrhea, hair loss, infection (other)/vaginal infection were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and vaginal infection ("infection (other)/vaginal infection"). On (B)(6) 2015, the patient experienced rash ("rashes on cheeks and arms"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (salpingectomy (bilateral),to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had not resolved, the abdominal pain, dyspareunia, metrorrhagia, feeling abnormal, alopecia, dysgeusia, rash, fibromyalgia and vaginal infection outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, menorrhagia, metrorrhagia, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event outcome was updated for the event: abnormal bleeding(vaginal, menorrhagia). Lab data was added. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6)2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and rash ("rashes on cheeks and arms"). The patient was treated with surgery (salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, feeling abnormal, alopecia, dysgeusia, rash and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, menorrhagia, metrorrhagia, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on 3-may-2017: after a company internal review the coding of the event brain fog was amended. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including chronic pelvic pain. On (B)(6) 2015, she underwent surgery (salpingectomy) and essure was removed. Chronic pelvic pain is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth") and rash ("rashes on cheeks and arms"). The patient was treated with surgery (salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, feeling abnormal, alopecia, dysgeusia, rash and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dyspareunia, feeling abnormal, fibromyalgia, menorrhagia, metrorrhagia, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including chronic pelvic pain. On (B)(6) 2015, she underwent surgery (salpingectomy) and essure was removed. Chronic pelvic pain is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.